Event description:
Additional information was received that the system was successfully upgraded to a dr system at a later date.

Event description:
During an initial implant procedure, the atrial leadless pacemaker (lp) was unable to be separated from the delivery catheter. The lp was explanted and the procedure was aborted. The patient is stable.